Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The technical support specialist (tss) inspected the instrument and observed a backflow of liquid into the cuvette from cuvette wash nozzles 1a and 1b. The issue was resolved by replacing the high concentration waste peristaltic pump tubing. No additional total bilirubin result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic total bilirubin patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that physicians complained regarding falsely elevated architect total bilirubin results. The samples were retested on a different architect analyzer and results were lower. The following data was provided. (B)(6): initial result 8.17 mg/dl, repeat result 0.692 mg/dl. (B)(6): initial result 8.18 mg/dl, repeat result 0.759. (B)(6): initial result 9.02 mg/dl, repeat result 0.944 mg/dl. Normal range: 0.2 - 1.2 mg/dl no impact to patient management was reported.